Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Full breached outer insulation degradation was found adjacent to the connector boot region exposing the outer coil. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.